Event description:
It was reported a leak and device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. At the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed proximal shift of the closure device with a leak. The patient must remain on anticoagulation in response to the event. No patient complications occurred and no medical/surgical interventions were performed.

Manufacturer narrative:
Media from the clinical procedure was provided to boston scientific (bsc) and reviewed by members of the bsc training team, medical safety, and clinical specialists. The media review concluded: can confirm movement/shift of the watchman flx pro closure device. The closure device looked to be in an adequate position. Likely met release (pass) criteria at release. Distal volume may have contributed to device shift. H6: code added: analysis of data provided by user/third party h6: code changed from no device problem found to operational problem identified and leakage/seal h6: code updated from cmc-no problem detected to known inherent risk of device.

Event description:
It was reported a leak and device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. At the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed proximal shift of the closure device with a leak. The patient must remain on anticoagulation in response to the event. No patient complications occurred and no medical/surgical interventions were performed.